Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (bg) levels of up to 536 (mg/dl) and diabetic ketoacidosis on (B)(6) 2016. Reportedly, customer had delivered a correction bolus with the pump prior to going to the hospital, but bg levels remained elevated. While in the hospital, customer was treated with intravenous insulin and fluids until (B)(6) 2016. Customer reinstated use of the pump on (B)(6) 2016 and it was reported that bg levels were stable until they were released on (B)(6) 2016. Customer had future appointment with their health care provider (hcp) to discuss diabetes management. Recommendation was made to stay in close contact with hcp and call tandem technical support for any future issues.

Manufacturer narrative:
During a follow-up call with the customer on (B)(6) 2016, customer reported that their health care provider notified them that their blood glucose (bg) level had reached 1000 (mg/dl) at the time of the event. Customer previously reported that their highest bg level was 536 (mg/dl).